Manufacturer narrative:
Date sent to the FDA: 04/03/2020. Additional h-3 summary: retained sample evaluation: five retain samples were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples was tested for knot pull tensile strength test and found to meet the specification. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020.

Manufacturer narrative:
(B)(4). Batch manufacturing records of (B)(4) was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section surgery on an unknown date and suture was used. The suture snapped during rectus sheath closure during the surgery. The procedure was completed successfully. There were no adverse patient consequences reported.